Event description:
It was reported that after a successful da vinci si hysterectomy procedure, the pt experienced pain during recovery. The pt pain is allegedly attributed to a bladder injury caused by arcing from a hole in the monopolar curved scissors (mcs) tip cover accessory installed on the mcs instrument. The pt required prolonged hospitalization time and it was reported that the pt continues to suffer from the effects of the bladder surgery. No other adverse pt outcome was reported.

Event description:
It was reported that after a successful da vinci s hysterectomy procedure, the patient experienced pain during recovery. The patient pain is allegedly attributed to a bladder injury caused by arcing from a hole in the monopolar curved scissors (mcs) tip cover accessory installed on the mcs instrument. The patient required prolonged hospitalization time and it was reported that the patient continues to suffer from the effects of the bladder surgery. No other adverse patient outcome was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The tip cover accessory has not been returned for eval, therefore, the root cause of the customer reported failure mode cannot be determined. The root cause of the surgical complication experienced by the pt is also currently undetermined. Multiple attempts have been made to gain additional info about the event, but the hosp has yet to provide further details. If additional event details become available a f/u MDR will be submitted.